Event description:
Caller states pt tested 4.6 inr on coaguchek xs system 1 and 3.2 inr and 3.0 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in coaguchek xs system 2 (lot number 20174931, expiration date 12/31/2010). (B) (6).